Event description:
A customer reported an issue with their pump¿s displayed time, which was incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring time discrepancies, which the customer understood and acknowledged.